Event description:
Alleged deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed a minute particle of cured silicone within the shell causing outer shell failure and deflation. Updates/corrections made to sections: b3, b4, d6b, h2, h3, h6.